Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to canted deployment of the valve, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, calcification of the aortic leaflets, preserved ejection fraction, and loss of pacing capture. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the tavr procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient (horizontal aorta) and procedural factors (fair coaxial alignment and wash-out of the aortogram during deployment) appear to have caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager (tm), during the transapical tavr procedure, the first 26mm sapien valve was prepped and positioned 50:50 across the native annulus. During deployment the valve deployed a little higher than intended in a canted position (60:40 aortic) causing a mild leak. A decision was made to deploy a second valve and a second 26mm sapien valve was prepped and deployed which resolved the leak. Per report, both the patient¿s native valve and aortic root were mildly calcified, the patient did not have severe ventricular septal hypertrophy and the ejection fraction was 50%. In addition, the image intensifier angle was reported as good, the coaxial alignment of the delivery system and valve was fair, ventilation was held during deployment and there was no loss of pacing capture during valve deployment. Additional information provided by the territory manger, indicated that the "mild leak" was paravalvular leak (pvl). Also, he noted that valve appeared too canted due to the patient¿s anatomy (very horizontal aorta) ¿ the mitral leaflet side was a little higher than the left cusp side. As a result of the way it was sitting, the team had opted to deploy a second valve in order to resolve the pv leak and to ensure that the first valve stayed securely anchored in the annulus.

Manufacturer narrative:
Additional information: